Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said earlier today, he turned stimulation off then went to do his snow plowing and he did not bring his controller with him. Pt said when he took off in the truck he felt stimulation start up, he felt it when he was going back and forth plowing and he felt it was still on when he got home so he checked using his controller and it showed stimulation was still off. Pt said he tried to call his hcp but they are not answering. The patient was assisted on the call and his controller to check stimulation on/ stimulation  off and pt said he was successful to turn stimulation on. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was reported that the patient (pt) is still experiencing issues with stimulation. When he lays down stim was supposed to cut itself back. Health care provider (hcp) shut it off and it's still not working right. Even when pt turns the controller down stimulation still winds up. Pt said stim turns on by itself. He can turn stim off and it will turn on by itself. He does not put controller in his pocket and when he drives all of a sudden stim turns on. Hcp has not checked the implant. Right now stim is on but on a lower intensity. Both settings are at 11. Redirected to hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the stimulator turned on by itself, even though the patient controller was 20 miles away. It was shocking the patient, and they had to get the implant reprogrammed in order to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.